Event description:
During a collateral iliac limb procedure on a (B)(6) male patient with pre-existing condition of abnormal artery aneurysm, the 14 french sheath was introduced to the groin when the head of the dilator snapped off. There was no clinical consequence. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of instructions for use (IFU), quality control, and specifications was conducted during the investigation. The product was not returned for evaluation and no photographs were provided. The IFU states, "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." There is no evidence to confirm the product was not manufactured to current specifications. The complaint of the dilator separating/breaking apart was confirmed based upon customer testimony. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Without additional information, a definitive root cause cannot be established. We will continue our monitoring of similar complaints and have notified the appropriate internal personnel of this event.

Event description:
During a collateral iliac limb procedure on a (B)(6) male patient with pre-existing condition of abdominal artery aneurysm, the 14 french sheath was introduced to the groin when the head of the dilator snapped off. There was no clinical consequence. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currenty under investigation.